Manufacturer narrative:
Concomitant products: 5076-52 lead, implanted: (B)(6) 2008; 694758 lead, implanted: (B)(6) 2008.

Event description:
It was reported that high impedance measurements were exhibited on both left ventricular (lv) lead, and right ventricular (rv) defibrillator coil. Further follow-up revealed that the lv lead had known chronically high thresholds, and it was determined to have dislodged. In addition, the implantable cardioverter defibrillator (ICD)&#1473;s noted to be "faulty", and was the likely cause for high rv impedance measurements. The device was removed and replaced. The lv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.